Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device was programmed with bolus/basal rate and monitored. Insulin units left in the status screen matched the insulin units left in the reservoir. The insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a high blood glucose. The blood glucose at the time of the incident was 444 mg/dl. The customer stated that the insulin pump is not giving the correct bolus because their blood glucose levels are very high. Troubleshooting was not performed because the customer declined. The device was returned for analysis.